Manufacturer narrative:
There were no alarms on the last calibration performed on 23-aug-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, there were multiple sample clot, sample foam detection, and sample short alarms near the time the samples were processed. This is an indication of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta test system on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. All sample results were measured after 1:10 dilution of the samples. The first sample initially resulted in a hcg+beta value of 1012 miu/ml. The sample was repeated, resulting in a value of < 2.0 miu/ml accompanied by a data flag. The sample was also repeated on (B)(6) 2021, resulting in a value of 1376 miu/ml. The second sample initially resulted in a hcg+beta value of <2.0 miu/ml accompanied by a data flag. The sample was repeated, resulting in a value of 37656 miuml. The sample was also repeated on (B)(6) 2021, resulting in a value of < 2.0 miu/ml accompanied by a data flag. The hcg+beta reagent lot number is 51385101, with an expiration date of 30-apr-2022.